Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was functionally tested by inflating it to rated burst pressure and it was able to hold pressure.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified tibial artery. A 2.5mm x 150mm x 150cm sterling balloon catheter was advanced for dilatation.during the procedure, when removing the device from the body under negative pressure and reprocessing the patients artery, rupturing pressure was maintained for 2 minutes. However, the balloon could not be reintroduced into the lesion vessel via the guidewire, as it became twisted and was no longer functional. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified tibial artery. A 2.5mm x 150mm x 150cm sterling balloon catheter was advanced for dilatation. During the procedure, when removing the device from the body under negative pressure and reprocessing the patients artery, rupturing pressure was maintained for 2 minutes. However, the balloon could not be reintroduced into the lesion vessel via the guidewire, as it became twisted and was no longer functional. The procedure was completed with another of the same device. There were no patient complications reported.